Event description:
On (B)(6) 2010, patient reported her infusion set begins to peel away from her skin while she is in the shower. Patient stated she uses IV prep to cleanse the area prior to insertion. She stated she has some scar tissue from years of use but she tries to rotate away from existing areas. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent adhesive dressing, tape and information on infusion site management. Requested return of the alleged infusion set for evaluation.